Event description:
This case was reported by a lawyer via (B)(6), and described the occurrence of an unspecified injury in a male patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information received via medical records: on (B)(6) 2009. At an unknown time after using poligrip, the patient experienced a neuropathy. On (B)(6) 2009, the patient experienced a high zinc level and low copper level. At the time of this report, the outcome of the events was unknown. Manufacturer's comment: poligrip is manufactured in (B)(4) and neither the product nor lot number were available. No corrective actions have been required based on this report. (B)(4).